Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was to be used to treat a malignant stricture in the duodenum during a dilatation procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous, and was not dilated prior to the procedure. According to the complainant, during the procedure the physician failed to completely deploy the stent because the stricture was very tight. The wallflex enteral duodenal stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). A wallflex enteral duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully mounted on the delivery system. During the product analysis, the investigator was able to deploy the stent without issue. A visual and tactile examination found a kink on the outer 66mm from the distal handle. The stainless steel tube was also kinked. This type of damage is consistent with excessive force being applied to the delivery system. The stent holder and stent profile were inspected and there were no issues noted. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was to be used to treat a malignant stricture in the duodenum during a dilatation procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous, and was not dilated prior to the procedure. According to the complainant, during the procedure the physician failed to completely deploy the stent because the stricture was very tight. The wallflex enteral duodenal stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.